Event description:
The report stated that the ligasure atlas was used during a laparoscopically assisted distal gastrectomy. The ligasure vessel sealing system was activated through a full sealing cycle with an end tone, but the patient's tissue was not sealed. There was no bleeding as result of this. Another ligasure atlas was used to complete the surgery.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.